Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid-left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon had difficulty in passing through the lesion. After it was passed through, the balloon was inflated, but the pressure did not rise/increase. Then, it was noted by the physician that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.